Event description:
It was reported that the unit was involved in an incident with pt injury. No other info was provided. Attempts were made to obtain additional info but to date, no new info has been received from the customer.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.